Event description:
It was reported the patient had an elevate pc anterior and apical graft implanted on (B)(6) 2013. On (B)(6) 2013, the patient complained of experiencing de novo stress urinary incontinence when changing positions. Another incontinence device was implanted on (B)(6) 2013. The event was continuing as of (B)(6) 2013. No further patient complications were reported in relation to this event.